Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels (42-500 mg/dl) over the last few weeks. Customer administered boluses to treat elevated bg levels, and consumed juice to treat the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.